Event description:
The customer reported, the system intermittently loses the displayed image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and disassembled the monitor and cleaned its connectors. The system operates as intended.